Manufacturer narrative:
(B)(6). Multiple MDR's were submitted for this event. Please see reports: 0001822565 - 2017 - 08149, 0001822565 - 2017 - 08150, 0001822565 - 2017 - 08154, 0001822565 - 2017 - 08156, 0001822565 - 2017 - 08157, 0001822565 - 2017 - 08158, 0001822565 - 2017 - 08159, 0001822565 - 2017 - 08160, 0001822565 - 2017 - 08161. Concomitant: 00235701706 distal lateral fibular plate right 6 holes 106 mm length lot unknown; 00482801202 2.7 mm locking screw 12 mm length lot unknown; 00235901638 3.5 mm locking screw with 2.7 mm head 16 mm length lot unknown; 00235901638 3.5 mm locking screw with 2.7 mm head 16 mm length lot unknown; 00235901638 3.5 mm locking screw with 2.7 mm head 16 mm length lot unknown; 00235901638 3.5 mm locking screw with 2.7 mm head 16 mm length lot unknown; 2.7mm locking screw, unknown part/lot, qty: 3. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was initially implanted with trauma hardware in the right ankle. Upon removal of the devices, it was identified that the plate and patient soft tissue were blackening as a result of reported "electrolysis". No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.